Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the tip of the silicone jaw broke off inside the tunnel. The broken tip was retrieved through the original incision using the hemopro jaw from the replacement device. The replacement device was used to complete the procedure. No pt complications were reported by the hosp.